Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information noted a cardiac perforation and mild cardiac tamponade in the right atrium were seen after the implant procedure. The patient underwent conservative management to treat the issue. Patient status was unknown.

Event description:
It was reported that a right ventricular leadless pacemaker could not be implanted due to the severe tortuosity of the patient's anatomy and inability to maneuver the system. Physician suspected both anatomy and device size may have been the cause. Implant was abandoned. Patient had no consequences.